Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device history record (DHR), trending analysis by product issue and system risk analysis (sra). Trending analysis by the product issue of smoke/haze was reviewed from january 2017 to july 2017 and no significant trend was observed. The sra shows the risk for exposure to toxic or corrosive material to be "low." The assignable cause of the smoke/haze issue is likely due to a loose screw on the oil mist filter. The field service engineer tightened this part and confirmed the sterrad® 100nx was restored to proper function after service. The issue was resolved at the customer facility. Asp will continue to track and trend this issue.

Manufacturer narrative:
The fse visited the site and confirmed that the smoke was actually an oil mist. The fse reported he tightened the screw on the oil mist filter to resolve the haze/mist/vapor issue. Unit meets specifications and was returned to service. The DHR was reviewed and no issues relating the failure mode were noted. The involved unit met manufacturer specifications at the time of release. Reference asp complaint #(B)(4).

Event description:
The customer reported ¿smoke¿ emitting from their sterrad®100nx sterilizer. The customer powered down the unit and discontinued use. A field service engineer (fse) was dispatched to the site to assess the unit. No injury or harm was associated with this issue. This event is being reported as a malfunction subsequent to a serious injury.